Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology has been found containing foreign matter before use. The following has been provided by the initial reporter: black fm was on the middle of the catheter.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unused, insyte autoguard bc 22ga retracted unit and a package label from material number 381023, lot number 9127879. In addition, three photographs were received which displayed similarities to that of the returned unit. Through the visual examination, foreign matter was observed on the catheter tubing. The foreign matter appears to be on the outside of the catheter tubing and is black in color. Further spectral analysis was performed which indicate that the material is metallic in nature. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to either the manufacturing process, manufacturing environment or manufacturing operator. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It has been reported that one bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology has been found containing foreign matter before use. The following has been provided by the initial reporter: black fm was on the middle of the catheter.